Manufacturer narrative:
Analysis found visually, portions of the wire harness were cut when returned. There were traces of contamination of the distal end of the device where the exposed electrode wires are located. A syringe was used to inject 20cc of air into the cuff balloon and a distal portion of the cuff was deformed (a bulge was formed) when fully inflated. For further analysis, a leak test was performed by submerging the cuff and inflation assembly under water and no bubbles (leakage) was observed. There were no blockages or leaks observed after inflating the device multiple times. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint. H6: previous fdm-b21, fdr-c21, fdc-d16 and img -g04134 codes are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported anesthesiologist noticed during thyroid procedure that the air was blocked and replaced the nim endotracheal tube with the regular one that they are using in the hospital - it showed that a hernia appeared on the cuff of the tube. No patient impact. Additional information: anesthesiologist checked everything, device (emg tube) was the same as in previous procedures. Airway was established during intubation regularly. Issue was noticed after the cuff was inflated with 20cc air. Everything was alright, then the anesthesia machine alarmed that the tube is blocked.